Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received 8 appropriate shocks at 41j due to fast persistent ventricular tachycardia (vt). Subsequently, the device did not terminate the rhythm for longer than 2 beats. The emergency medical services arrived and shocked externally which converted the rhythm. Lead measurements were all within normal limits and shock impedance was at 68 ohms. The patient is in stable condition and is being assess for a possible vt ablation procedure. Additionally, it was suspected that the patient had sarcoid and medications were adjusted. Patient will continue their in-clinic follow up. No additional adverse patient effects were reported. This device remains in service.